Event description:
It was reported that during a post implant check of an asymptomatic patient, x-ray imaging revealed that the atrial lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.